Manufacturer narrative:
Tw (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a radial artery harvest procedure, vasoview hemopro 2 would only deliver intermittent energy when thumb toggle activated. They began troubleshooting the problem first by replacing the extension cable, did not correct. Second they switched out the generator, did not correct issue. Finally they opened another evh vh-4000 kit and this solved the problem. This created a short delay in the procedure of about 10 minutes. After opening the new kit the case proceeded without further issues. There was no injury to the patient.

Event description:
N/a.

Manufacturer narrative:
Trackwise - (B)(4). Updated field: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The device was returned to the factory for evaluation on 06/16/2025. An investigation was conducted on 06/19/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw, with detachment at the tip of the hot jaw. No other visual defects were observed. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply at level 3.0. The device turned on and an audible sound was heard when activating the toggle. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations. The device was tested for the safety shut down system as the device would turn on, and produced visible steam. An activation and transection capability test was performed over four (04) repetitions using "max life test method stm2048073. The device successfully transected tissue five (5) times. The jaws were gently cleaned of debris and char with a saline and gauze pad as indicated in the direction for use (cv000008979). A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test 90523436. The resistance value was measured at .68 ohms which is within specification. The device passed the temperature measurements test. The displayed temperature increased and turned green within the 2 second specified timeframe. Based on the returned condition of the device as well as the evaluation results, the reported failure ""intermittent continuity" was not confirmed. The lot # 3000480783 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failures.